Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found a fracture at the connector side of the patient cable. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, pacing failure occurred. The physician noted missing pacing pulses. The failure was also noted to be intermittent. The epg and patient cable were returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.